Manufacturer narrative:
Zyno medical is waiting for the arrival of the device.

Event description:
A user facility representative reported an under-infusion issue to zyno medical on (B)(6) 2018. No specific event date or patient information was provided. No patient injury occurred for this case.

Manufacturer narrative:
The reported under infusion issue was not confirmed. The device was found to have a flow rate accuracy of 3.17%, which was within the +/-5% specification. The device was tested to meet all specifciations on (B)(6) 2018.

Event description:
This is a follow up report for the initially submitted MDR (3006575795-2018-00029).